Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2009, the lay user/patient contacted lifescan alleging that the onetouch ultra link meter does not turn on. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The patient said the issue started in late (B) (6) 2009. She also mentioned a reading of "hi" on an unknown meter on (B) (6) 6 at 3 am. The patient said she consumed less food/drink starting at that time and said she needed to increase her insulin dosage. The patient did not mention any symptoms. According to the troubleshooting performed with customer service, there was no misuse of the product. The batteries did not need to be replaced. This complaint is being reported because the issue was not resolved with troubleshooting. The product did not cause or contribute to injury because the patient did not suffer from any symptoms. Replacement products were sent to the patient.